Event description:
After wearing the shoes for 3 weeks she started having leg and foot pain, then low back and hip pain. Two months later she went to the ER and was "taken off work" and diagnosed with a lumbar "collapsed disc."